Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and vaginal vault prolapse.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) at (B)(6). It was reported that patient also underwent anterior colporrhaphy, extraperitoneal colpopexy, bilateral, urethrolysis and placement of biologic graft (acell) on (B)(6) 2013 by dr. (B)(6) due to dyspareunia, post hysterectomy prolapse and cystocele. It was reported that following insertion the patient experienced urge incontinence, frequency, dyspareunia, urgency, nocturia and overactive bladder.